Event description:
Healthcare professional returned a broken device to the device analysis lab. It is unknown if surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.